Event description:
It was reported that the patient experienced recurrent low glucose followed by high glucose while using the ilet and treated lows with oral carbohydrates exceeding recommended amounts, leading to a rapid rise to hyperglycemia and subsequent recurrent hypoglycemia. Symptoms included hypoglycemia to 39 mg/dl and hyperglycemia to 310 mg/dl. Outcomes included temporary impairment due to abnormal blood glucose excursions. Investigation included troubleshooting and user education on proper hypoglycemia correction to prevent rebound hyperglycemia and subsequent lows. Investigation of this case revealed user management of hypoglycemia with overtreatment as the primary contributor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique and use error.